Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting. During troubleshooting, the fse confirmed that there was a problem with the flexvision pc. The fse replaced the flexvision pc. The replaced flexvision pc was returned to philips for further analysis. The analysis confirmed that the main suspected failed component was frame grabbers. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were corrected based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting. Fse determined that there was a problem with the pc that controls the large monitor, and communication with the main pc was not possible. The flexvision pc failed. The fse replaced the flexvision pc, after replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not start properly. The message ''system starting 00'' was displayed to the user. The system was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.